Event description:
It was reported that the patients ipg would not hold a charge. It was confirmed through fluoroscopic imaging that the device migrated and was starting to erode superficially. The ipg site was tender and the skin was darkened in color, however, the epidermis was still intact. The patient was prescribed robaxin and lidocaine patch. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.